Manufacturer narrative:
H.6. Investigation summary unconfirmed, no sample received investigation conclusion based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process root cause description customer does not require an investigation. 8d report is not required at this time. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger. Rationale unconfirmed, no sample received.

Event description:
It was reported that ultrasafe plus x100l pr green ccl amg plunger rod fell out during use. The following information was provided by the initial reporter: the physician tried to apply the dose but during the administration attempt the plunger rod fell out and the product leaked out from the syringe. Syringe had been removed from tray as usual and the packaging had not shown signs of damage or counterfeit.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe plus x100l pr green ccl amg plunger rod fell out during use. The following information was provided by the initial reporter: the physician tried to apply the dose but during the administration attempt the plunger rod fell out and the product leaked out from the syringe. Syringe had been removed from tray as usual and the packaging had not shown signs of damage or counterfeit.